Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the secondary spike of a clearlink system secondary medication set had a ¿blunt design¿ which caused a connection issue with a glass vial containing propofol. The reporter stated that the spike caused the ¿rubber stopper to be displaced.¿ patient involvement and the step of setup or therapy during which this occurred are unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.